Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va1flx3, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead.

Event description:
(B)(4). Information was received from a consumer (via a manufacturer representative) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor issues. It was reported that the patient fell and was in a car accident. The patient was not able to turn the device on without a shooting pain. The healthcare professional tried to test the impedances but was unable to run them due to the patient's pain. The device was turned off. The full system was replaced on (B)(6) 2017. It was indicated that the issue was resolved. There were no further complications or anticipations reported with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Manufacturer representative reported the cause of the fall and car accident was unknown. No further complications reported/ anticipated.